Manufacturer narrative:
On 04 november 2016 the medical affairs director performed a clinical evaluation and commented as follows: cup loosening after one year in a cementless tha. The acetabulum of this patient is rather shallow and the cup is not covered by bone in the equatorial region, particularly cranial and posterior, probably because of anatomical configuration. This may have contributed to cup mobilization. There is no reason to suspect a defective device as root cause of this problem. Batch review performed on 08 november 2016. (B)(4).

Event description:
The patient came in complaining of instability. The surgeon notified the cup was loose. The cause of the loosening is unknown. There is no report of trauma to the patient. The surgeon revised the cup, liner and head. The surgery was completed successfully.